Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they have been using dry needling with external stimulation for the past 2 weeks for sciatica. They noticed after the dry needling session they felt stimulation suddenly at the clitoris and could not stand it and had to decrease stimulation to a very low intensity. When it was first implanted they could not keep it on longer than 20 minutes at a time because of uncomfortable stimulation but over the last 3 years built up a tolerance to it and for several months have been able to use it 8 hours a day with amplitude at 0.8. Patient wondered if the external stimulation could have caused the recent episode of uncomfortable stimulation. Patient services (pss) reviewed risks of emi and tens guidelines. Recommended patient discontinue and follow up with managing physician.